Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Mark had an etco2 module sn (B)(4). It failed leak down test during pm. Failure device type: failure problem type: failure mode: case resolution: I reviewed the test set up with mark and found out the exhaust was not cap off during the test. I advised mark to correct his test set up. Mark will cap off the exhaust for the leak down test. If he still have leak down test failure after cap off the exhaust, he will replace oridion module kit.